Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not yet returned for evaluation. Most likely underlying root case: user's test strip had poor storage, according to the complaint.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 98 to 110 mg/dl. The customer reported symptoms of shakiness and lightheadedness. Customer was instructed to seek medical attention and customer stated she will call her doctor. Blood glucose test performed on (B)(6) 2015 with result of 347 mg/dl. The storage of product not confirmed. The test strip lot manufacturer's expiration date is 09/23/2017 and open vial date is not confirmed. The meter memory not recalled.